Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 38 mg/dl. Customer¿s current blood glucose was 113 mg/dl. The customer treated with the glucose tablets. Troubleshooting was done for low blood glucose and over delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator. The low suspend alarm/auto off alarm working properly and no anomaly noted. (B)(4).